Manufacturer narrative:
(B)(4). A batch review was performed. This complaint for damage in a cassette was not confirmed and the root cause could not be determined. A batch review was performed, and no issues were found during review.

Event description:
A customer contact baxter (B)(4) regarding an issue with a homechoice (hc) machine. During troubleshooting, the home patient (hp) stated that the membrane on the cassette was broken. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A baxter representative contacted the hp in regards to the reported event on (B)(6) 2012. The hp stated that the cassettes were loaded into the hc machine and lasted until prime, when they had to be changed. The hp also stated that the membrane appeared to have been cleanly peeled back.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the us. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.